Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed "connect electrodes" and would not shock the patient. The connections were checked then the therapy cable was replaced with another from a backup defibrillator. An unknown number of shocks were subsequently delivered then the patient transported to the hospital. Final patient outcome is unknown.